Event description:
It was reported by the customer "we have had 5 instances in which the bard powerloc huber needle set has leaked chemotherapy at the y-site junction." No other information was provided. This report addresses the third device.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Initial medwatch report was submitted, upon further review it was found that this medwatch report 3006260740-2022-05704 is a duplicate file and has been voided. The original event was submitted on medwatch report 3006260740-2023-00062.

Event description:
It was reported by the customer "we have had 5 instances in which the bard powerloc huber needle set has leaked chemotherapy at the y-site junction." No other information was provided. This report addresses the third device.